Manufacturer narrative:
Device testing confirmed the complaint of burnt smell. Physical and visual inspection verified a burn on the capacitor of the power supply assembly. The power supply assembly was replaced. An additional issue was found, the ac power cord was missing the grounding pin and there was no cord retainer. The probable cause of the burnt smell was a faulty power supply assembly.

Event description:
The date of the event is unknown. The reporter stated "suspected burnt smell". There was no patient involvement and no adverse event occurred.